Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited noise on the shock electrogram (egm) that was reproducible with isometrics.